Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including auxiliary power testing, battery power testing, and defibrillator/pacer functionality testing without duplicating the customer's report. The customer's battery and accessories were not returned for evaluation. The auxiliary connector harness, battery connection assembly, and the ac breakout cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed "defib and pacer disabled" and "defib and pacer failed" messages. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.